Event description:
It was reported via trial that the target lesion was located in the mid right coronary artery (rca) with 80% stenosis, a length of 20 mm, and a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation, and placement of a 3.50 x 28 mm study stent. A second 3.50 x 28 mm study stent was placed due to inadequate lesion coverage, followed by post-dilatation with 0% residual stenosis. Per core lab baseline index angio results, dated (B)(6) 2009, a dissection after stent deployment was noted and resolved with stent placement. Core lab post procedure angio results indicated no further dissection. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The second 3.5 x 28b promus stent is being reported under a separate medwatch MFR number.